Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. The lot number was reviewed for complaint trend, nonconforming report and CAPA review. Devices met specification prior to release and no trends were noted. (B)(4).

Event description:
As reported to coloplast though not verified, the legal representative stated severe pain with daily activities, vaginal spotting, dyspareunia, exposure. Also stated vaginal prolapse, urinary incontinence, physical deformity and the loss of the ability to perform sexually. Portion of mesh excised and removed.